Event description:
It is reported that for the past few months the patient has experienced discomfort that extends from his upper thigh into the hip. The patient has not undergone any testing at this time. He is scheduled for an appointment with his surgeon on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.